Event description:
A customer reported experiencing a cartridge alarm during the pump's load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the need to replace the pump and sent a replacement with updated software. The customer was advised to use multiple daily injections as a backup therapy. The customer was instructed on storage, programming settings, and connecting their continuous glucose monitor to the new pump, and they acknowledged understanding these procedures.